Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a gambro cartridge set, foam was observed in the arterial line and the venous chamber. An external blood loss was observed from a minimal crack at the blood pump segment. The treatment was stopped immediately. The blood into the extracorporeal circuit was not returned to the patient. The device was replaced, and the treatment continued without any issues noted. The blood loss was approximately 150 ml. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. Visual inspection of the pictures identified a cut on the pump tubing. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.